Manufacturer narrative:
Citation: hamsanathan et al. A review of cardiac surgical procedures and their outcomes for paediatric rheumatic heart disease in western australia. Heart, lung and circulation. 2023, vol 32, 1398-1406. Doi: 10.1016 /j.hlc.2023.08.012. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a review cardiac surgical procedures and their outcomes for pediatric rheumatic heart disease.  The study population included 29 patients who were predominantly female.  Multiple manufacturer¿s devices were implanted in the study population; an undisclosed number of patients were implanted with a medtronic mosaic bioprosthetic valve.  Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Among all patients adverse events included: moderate to severe aortic regurgitation, moderate to severe mitral regurgitation, moderate to severe tricuspid regurgitation, thrombotic complication, structural valve dysfunction requiring intervention, stenosis, and acute rheumatic fever. No further information was provided pertaining to medtronic products.